Event description:
It was reported that the footswitch failed to halt ablation. During an ablation procedure when the physician went to stop the ablation with using the maestro 4000 footswitch. The ablation did not stop because the pedal was mechanically blocked. Ablation continued for approximately 3 seconds, after kicking against the pedal the ablation stopped. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed that one of the rubber feet was damaged. It was missing and replaced with some white plastic material. The strain relief at foot pedal was in good physical shape. A few small chips to the paint of metal guard edge were found. Foot guard had a number of scratches and scuff marks across the body. The pedal presses down evenly with normal clicking sound. The connector to maestro was in good physical shape. Pins straight and grounding shield was intact. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch, it passed functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Visual inspection of the device showed that one of the rubber feet was damaged. It was missing and replaced with some white plastic material. The strain relief at foot pedal was in good physical shape. A few small chips to the paint of metal guard edge were found. Foot guard had a number of scratches and scuff marks across the body. The pedal presses down evenly with normal clicking sound. The connector to maestro was in good physical shape. Pins straight and grounding shield was intact. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch, it passed functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. H6: corrected evaluation conclusion code from unintended use error caused or contributed to event to cause not established.

Event description:
It was reported that the footswitch failed to halt ablation. During an ablation procedure when the physician went to stop the ablation with using the maestro 4000 footswitch. The ablation did not stop because the pedal was mechanically blocked. Ablation continued for approximately 3 seconds, after kicking against the pedal the ablation stopped. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the footswitch failed to halt ablation. During an ablation procedure when the physician went to stop the ablation with using the maestro 4000 footswitch. The ablation did not stop because the pedal was mechanically blocked. Ablation continued for approximately 3 seconds, after kicking against the pedal the ablation stopped. No patient complications were reported.